Manufacturer narrative:
The device was returned for analysis. The reported ¿only the anterior needle and link were seen when the plunger was removed¿ was confirmed as a cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a carotid interventional procedure. Reportedly, when the plunger was removed, only the anterior needle and link were seen. The suture did not come out completely. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported delay in the procedure or therapy. No additional information was provided.